Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and chose to disconnect from the device, subsequently resuming therapy with their omnipod 5. Symptoms included hyperglycemia with a reported peak of 332 mg/dl lasting approximately two to three hours, without loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed that the insulin delivery was considered insufficient for current needs, though the exact cause of the hyperglycemia was unclear. It was concluded that a device-related malfunction could not be confirmed and that the event was not reportable as a serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.